Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was found to have no telemetry. X-ray imaging revealed solder leakage below the negative terminal pin of the battery, reaching out toward the can. A subsequent CT scan revealed that the size of the solder bridge was sufficient to reach the can of the battery, likely causing intermittent shorting.

Event description:
It was reported that during pre-implant the insertable cardiac monitor (icm) was unable to connect with the clinic mobile monitor (cmm). The device was set aside and another 2 cmms were attempted and still was not connected. The device will be returned for analysis. No patient was involved in the event.